Event description:
It was reported that the patient has expired. The date of patient's death and implant duration are unknown. No further details were provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. The device history record (DHR) review is currently in process. Two requests were made to the health-care provider (via fax) for the device, operative report, and additional information; however, no response has been received. The cause of death remains unknown.

Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Event description:
Prior to the procedure during preparation while the physician removed the guidewire from the carrier tube he noted that the guidewire was broken in two pieces at the proximal end. The device was not used. The procedure was completed using another of the same type of the device. There were no reported clinical consequences to the patient who was reportedly in a good condition.